Manufacturer narrative:
The user reported being hospitalized due to a heart attack caused by a 90% clogged stem. Event happened on (B)(6) 2025 at 4:00 am. According to the user, they were admitted to the hospital, underwent an angiogram to open the stent. The event was not related to the sensor insertion/removal and diabetes. The user was prescribed with aldactone (spironolactone), cozaar, florinef, plavix, guardians. The user's hcp was aware of the event.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized due to a heart attack caused by a 90% clogged stem. Event happened on (B)(6) 2025 at 4:00 am. According to the user, they were admitted to the hospital, underwent an angiogram to open the stent. The event was not related to the sensor insertion/removal and diabetes. The user was prescribed with aldactone (spironolactone), cozaar, florinef, plavix, guardians. The user's hcp was aware of the event.